Event description:
Md performed a simultaneous anterior cruciate ligament and "hto" procedure. Subsequent to device application, it was noted one of the bone screws had broken. The fixator was subsequently removed.